Manufacturer narrative:
We received one single dpt kit for examination. Priming solution was visible inside of the kit. Pressure, electrical and a visual examination was performed to the unit. The reported event of leakage was not confirmed. As received all connections were tight and secure. No leakage was detected from the kit during a leak test. No visible damage or defect was observed from the kit. The reported event of "inaccurate values were observed" was also not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The pressure reading were also stable during an 8 hour output drift test. Electrical testing showed that both the input impedance and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use of a disposable pressure transducer, a saline leakage was noticed. Follow up with the customer indicated that inaccurate values were observed. The displayed values were lower than expected, when compared to other data. No alarm was displayed. The device was replaced in order to continue with the procedure. There was no allegation of patient injury.